Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus and the probe was confirmed to be broken. The detailed evaluation findings are as follows: the probe was broken. Scratches on the broken surface of the probe were observed. It was also noted that the coating of the scratched area was peeled off. Upon inspection of the broken surface of the probe, it was observed that the crack was progressing from the scratched area. The coating of the grasping section was partially peeled off. It is likely that the coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, the broken probe was likely due to the following mechanism: 1) during the output activation in seal & cut mode, the probe was contacting hard tissue, metal objects or surgical instruments. 2) due to ultrasonic vibration, the coating of the probe peeled off. Also, scratches were generated and the seal and cut short circuit error(u508) occurred. Additionally, the seal short circuit error(u511) occurred during the seal activation. 3) a force to activate the output in seal & cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. And the probe damage error(u504) and the ultrasonic frequency error(u510) occurred. The probe check was performed at this timing, resulting in a probe damage error (u601). 4) a force was applied to the probe causing it to break. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ ¿if the grasping section, metal-exposed area around it or the probe tip gets stuck to tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.¿ this supplemental report includes an update to h3. Also, additional information has been added to h4. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a hysterectomy procedure, the thunderbeat gave error codes u504, u601, u511, u510, u508, and u510 and the jaw fell off (later stated to be the probe tip). The user changed to a new thunderbeat and that one broke as well. Both tips were retrieved, however it is unknown how they were retrieved. There was no further additional medical/surgical intervention required as a result of the issue. The procedure was finished with a third device and there was no delay. Related patient identifier: (B)(6) (sn (B)(6).

Manufacturer narrative:
The device has been returned and is pending analysis. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.